Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that since (B)(6) 2017 the hba1c results from one cobas integra 800 instrument were not matching the hba1c results from the other integra 800 instruments in the laboratory. A physician questioned a previously reported hba1c result for 1 patient and when the customer repeated the sample on the other integra 800 instruments in the laboratory, the results were different. The initial hba1c result was 4.9% on the integra 800 instrument. This result was reported outside of the laboratory where it was questioned by the physician. The repeat results from 2 other integra 800 instruments in the laboratory were 6.51% and 6.55%. On (B)(6) 2017 the customer noticed that the delta checks for patients tested for hba1c on this integra 800 instrument weren¿t matching within 10%. The customer repeated 11 patient samples on the other integra 800 instruments in the laboratory and 6 of them didn¿t match the initial result on this integra 800 instrument. No erroneous hba1c results from (B)(6) 2017 were reported outside of the laboratory. The customer stated that quality control (qc) results have been acceptable. No adverse event occurred. The hba1c reagent lot number and expiration date were not provided. The field service representative (fsr) spoke to the customer and determined there was a probe leaking water into the reagent compartment. The fsr instructed the customer to tighten the probe. Afterwards, the customer had no further issues and declined a service visit.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. Additional information for the investigation was requested but not provided. A possible root cause of the event is debris in the probe due to improper preanalytical sample preparation.